Manufacturer narrative:
The nrc reported that the evaluation that was going to be performed by the r&d was no longer needed. The compressor was retained in the nrc per procedure.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) has a red line on the left side of the display and during observation, the system would give a system temp overheat. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty scroll compressor was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The technician then installed the scroll compressor into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The compressor was tested with a new temperature sensor since the customer's temperature sensor was not sent back with the compressor. Testing began with two depleted batteries installed, cardiosave trainer set at 130 bpm in the normal sinus rhythm mode. After 48 hours of run time, the failure of over temperature was not observed. The compressor passed testing. The scroll compressor is being sent to the research and development per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) has a red line on the left side of the display and during observation, the system would give a system temp overheat. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and informed that failure was observed by the customer ¿over temp alarm¿ from compressor and displayed electrical code#3. The stm tested the cardiosave and observed electrical code#3 in fault log and vacuum issue code#58. The compressor was replaced and it was calibrated to specifications. During testing, a red vertical line on left side of screen was observed. The stm replaced the display assembly and corrected failure. Subsequently, preventive maintenance was completed with full calibration, functional testing and safety check to factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) has a red line on the left side of the display and during observation, the system would give a system temp overheat. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty scroll compressor was received at getinge¿s national repair center (nrc) for evaluation on 2020-09-14.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) has a red line on the left side of the display and during observation, the system would give a system temp overheat. There was no patient involvement, and no adverse event reported.